Event description:
During training, a nurse was priming the tubing through the pca module when the channel error appeared on the etco2 module scrolling 511-2010. There was a channel error message on the pcu displaying 13-1033-149. There was no patient involvement.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. The requested log review has been completed and the reported channel error 511.2010 was confirmed via log analysis. The reported displayed error code 13-1033-149 on the pcu screen could not be confirmed and the pcu error log had no associated error event logged. The log analysis indicated there were two events of channel error 511.2010 occurring, with the pca and etco2 having been removed and added back to the system just prior to the error events. The second error event had a channel disconnect alarm event just prior to the channel error and when the devices were added back to the system the channel error event occurred. Both reported error events most likely are the result of a communication interrupt occurring intermittently. The logged events of the devices being removed and added to the system prior to the error events suggest there may have been conductivity problems occurring at an iui connection interfacing but this issue could not be investigated any further due to the fact no devices were returned for an investigation. The root cause for the customer's reported experience could not be identified from a log analysis and no more information was made available.